Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation, although there were two photos and a video clip provided. They all show a dialyzer connected for treatment and there is blood exiting the header cap from beneath the threads. There was no visual damage noted that may have contributed to the blood leak. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The blood leak occurred 14 minutes into starting the hd treatment. The blood leak was described as being an external blood leak that was visually seen at the arterial head cap. A 4008s machine was being used. Blood leak test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was able to complete treatment with a different machine and new supplies that same day. The dialyzer is not available to return but photos were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The blood leak occurred 14 minutes into starting the hd treatment. The blood leak was described as being an external blood leak that was visually seen at the arterial head cap. A 4008s machine was being used. Blood leak test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was able to complete treatment with a different machine and new supplies that same day. The dialyzer is not available to return but photos were provided.